Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is lxt. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the elbow hinge fixator, affixed to a large unknown ex fix frame during surgery on (B)(6) 2017, was noticed to have separated into pieces with the hinge screw coming loose on (B)(6) 2017. The patient had been reportedly doing well until reported condition occurred. Revision surgery to rebuild the construct using a new hinged joint rod component was to be performed. The synthes representative suggested to the surgeons that they mimic the construct suggested in the surgical technique guide and add additional rods between the humerus and the ulna components joining to the hinge joint rod component. The date of revision surgery and outcome were not provided for reporting. Concomitant parts: hinge screw (part# unknown / lot# unknown / quantity 1). Large ex fix frame (part# unknown / lot# unknown / quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The complaint is confirmed based on received photograph of the device. From the photograph, it can be confirmed that the device is broken and the screw was loose. The device was not returned and investigation could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.